Event description:
It was reported that prior to an unknown procedure, the jaws of the device were crossed and would not meet. The device was not used. A new device was pulled and used to complete the procedure. There was no patient impact. The device was discarded.

Manufacturer narrative:
(B)(4): information is unavailable; device was not returned for evaluation.